Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a relationship between the subject device and the reported patient event could not be identified. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination.¿ ¿never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result.¿ ¿never operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endo therapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result.¿ ¿never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result.¿ ¿if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿when using the electronic zoom function of the video system center, never insert or withdraw the endoscope¿s insertion section or use endo therapy accessories while the image is magnified. Patient injury, bleeding, and/or perforation can result.¿ this supplemental report includes a correction to h6 codes (health effect ¿ impact code) to provide information that was inadvertently not included in the previous submission. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information from the user facility indicated that multiple attempts were made in different positions to get to the bile duct, including passage of a guide wire, but the procedure was aborted as the physician could not get past the oropharynx. This resulted in a mucosal defect just proximal to the upper esophageal sphincter. Unspecified medications were given during the event. No error messages occurred during the procedure, which was 23 minutes long. No surgical delay occurred, and the procedure was stated to be therapeutic. When asked if the condition of the patient was impacted, the answer was ¿yes, sojourner syndrome.¿ post procedure interventions included antibiotics, a restricted diet, and hospital monitoring.

Event description:
A user facility reported to olympus that during an endoscopic retrograde cholangiopancreatography, the evis exera iii duodenovideoscope was involved in an esophageal perforation. Additional event, intervention and outcome information was requested multiple times but not received.

Manufacturer narrative:
Upon evaluation of the returned device, the following faults were found: a) control knob play, minor scratches and dents on the hold ring of the c-body, and the a-rubber/bending section cover glue cracked. A visual inspection using a borescope revealed that the entire length of the biopsy channel was found to be normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304-2023-00053.